Manufacturer narrative:
(B)(4). This complaint for use error - failed to follow therapy steps is confirmed but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
During trouble shooting of a check patient line alarm, the home patient (hp) informed the baxter technical service representative (tsr) that they had disconnected and reconnected due to the alarm before calling in. The tsr advised hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the check patient line alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm or why there was air in the line. Per hp, there were no loose connections or defects on the supplies. The hp thinks that she may have not primed the line all the way. Hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This report is for the use error that was associated with a product malfunction, therefore, the sample was not requested and a batch review will not be performed. The product malfunction has been document in a separate report.